Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: there were call service (cs (B)(4)) alarms observed in the black box history. The pump was exercised for 24 hours and the complaint was not duplicated. The pump case was removed and there was no moisture or internal damage observed. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display was dim, faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.